Event description:
Complainant states she has been disfigured after receiving treatments with the thermage radio frequency laser. Complainant had the procedure to tighten the loose skin on her arms approx 7 months ago. After about 1 month, her arms developed grid lines. The tissue has improved but is not normal. Complainant had the procedure to tighten her abdominal skin about 6 months ago. After 3 months, she developed bumps and irregularities in the skin. Her physician has offered to repair her skin if it does not clear up after 9-12 months. Complainant does not know if this is a normal reaction to the procedure or if the instrument malfunctioned or was used improperly. The physician's nurse conducted the procedure. Complainant has researched the use of this product and believes the nurse may not have followed appropriate procedures (instead of maping and doing small areas the nurse ran the device randomly across her abdomen and arms). The nurse has quit and is being prosecuted for fraud by the physician per complainant.